Event description:
There was an allegation of discrepant hiv results with the cobas®mpx kit (480t) from the cobas 5800 analyzer for a single patient sample. On (B)(6) 2025: plasma sample generated a non-reactive result for hiv. On (B)(6) 2025: the following serology tests were performed from clotted blood: abbott, 4th gen hiv ag/ab combo, cmia principle) result: reactive (s/co = 308.26) hiv early detect ica method result: positive. Bioline hiv1/2 ica method: positive. On (B)(6) 2025: plasma sample generated an invalid result. On (B)(6) 2025: the following serology tests were performed from clotted blood: abbott, 4th gen hiv ag/ab combo, cmia principle) result: reactive (s/co = 314.28). Abbott, 4th gen hiv ag/ab combo, cmia principle) result: reactive (s/co = 309.95). On (B)(6) 2025: the following serology tests were performed from bag: hiv early detect ica method result: positive. Bioline hiv1/2 ica method: positive. On (B)(6) 2025: plasma sample generated an hiv reactive result CT 38.13. On (B)(6) 2025: serum sample clotted blood generated an hiv non-reactive result. On (B)(6) 2025: plasma sample generated a reactive result CT 38.18. On (B)(6) 2026: the following serology tests were performed: abbott, 4th gen hiv ag/ab combo, cmia principle) result: reactive (s/co = 285.8), abbott, 4th gen hiv ag/ab combo, cmia principle) result: reactive (s/co = 310.41), hiv early detect ica method result: positive, bioline hiv1/2 ica method: positive.

Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. This discrepancy between fluctuating nat (reactive/non-reactive) and serology (indicating hiv infection) can potentially be attributed to a low viral load near the assay's limit of detection, as indicated by CT values of 38.18 and 38.13.